Event description:
It was reported that there was a suspected infection and thus the device system was removed. A new system was implanted when the risk for infection subsided. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.